Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (investigation findings) and h6 (investigations conclusions). Corrected data: this is one of eight (8) manufacturer reports being submitted to this article. Only this one remains reportable. H11: additional manufacturer narrative: structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.

Manufacturer narrative:
H11: additional manufacturer narrative: this is one of eight (8) manufacturer reports being submitted to this article. Reference to MDR report numbers 2015691-2025-02288 and 2015691-2025-02293 for additional events within the same medical article. Article citation: corona, silvia; manganiello, sabrina; pepi, mauro; tamborini, gloria; muratori, manuela; ali, sarah ghulam; capra, nicolo; naliato, moreno; alamanni, francesco; zanobini, marco. Bioprosthetic aortic valve replacement in patients aged 50 years old and younger: structural valve deterioration at long-term follow-up. Retrospective study. Annals of medicine & surgery 77, may 2022. / doi: 10.1016/j.amsu.2022.103624. The device was not returned for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "bioprosthetic aortic valve replacement in patients aged 50 years old and younger: structural valve deterioration at long-term follow-up. Retrospective study", the following event was identified as pertaining to an edwards valve: a 21mm carpentier-edwards magna valve implanted in aortic position presented with structural valve deterioration (svd) leading to stenosis and central regurgitation 2+ after an implant duration of 8.9 years. The valve was explanted and replaced with a 21mm non edwards mechanical valve.